Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : device history reviewed: 1 unrelated non conformance on this batch. Micro and sterility tests passed. Review of the device history records did not reveal any related deviations or anomalies. The investigation could not draw any conclusions about the root cause of the reported event, however, if moisture has affected the cement powder, especially gentamicin-loaded cement, this can cause agglomeration of the powder in the pack and affect the mix characteristics of the cement.

Manufacturer narrative:
Product complaint # (B)(4). Dmf# - (B)(4). Trade name gentamicin sulphate. Active ingredient(s) gentamicin sulphate. Dosage form - powder. Strength 1.0g active in our cements. Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received bilateral primary attune tka to treat medial compartment arthritis. The patella was resurfaced and depuy cement x 2 was utilized on each knee. The procedure was completed without complications. Part/lot information for right knee on page 8 and for left knee on page 7. Patient received a bilateral knee revision to treat pain and recurrent effusions secondary to right and left tibial tray loosening. Upon entering the right and left joints, the surgeon debrided scar tissue. The femoral components were well-fixed and revised. The tibial tray was loosened and debonded at the cement to implant interface and revised on both the right and left side. There was no reported product problem with the revised tibial inserts. The bilateral patellas were retained. The patient was revised with a depuy revision construct utilizing depuy cement. The procedure was completed without complications. Doi: (B)(6) 2015, dor: (B)(6) 2019, bilateral knees.